Event description:
It was reported that frequent false no prime and false no delivery pump alarm were received. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.